Manufacturer narrative:
The hook for the claw and the counter-hook were assembled between two vertebrae at the top of the construct. The upper vertebra which is not connected to the construct may be submitted to small movements which could stress the counter-hook and cause its breakage. The hook is combined with a counter-hook to form a self-stable anchorage point on a single thoracic vertebra and not between two vertebrae. We conclude that it is a case of construction required by the surgical technique. Not returned.

Event description:
Breakage of the long thoracic counter hook between the bar and the laminar hook body detected on post-op after 7 months.